Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the tip was bent. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to dropping the device onto a hard surface, which is misuse, abuse and/ or user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during post-surgery processing, it was observed that the craniotome device was bent. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.